Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for analysis. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 1 at the tube/strain relief junction. This was a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A partial separation adjacent to abrasion was noted near the connector on the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1 at the cylinder tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a tubing leak. No other adverse patient effects were reported.